Event description:
(B)(4). I was implanted with a medical device implant called essure on approximately (B)(6) 2009. I forget the exact date. This medical device implant is now manufactured by bayer, formally by conceptus inc. My lot number is 664437 and model number is ess305. This device has a three year shelf life, however I do not have that expiration date. I had my third baby (B)(6) 2009. My husband was scheduled for two week randamp;r, he deployed to (B)(6) a month prior to my due date. We didn't want anymore babies. I was going to go back onto the iud mirena. I was talked into the essure by my physician at (B)(6) medial center. I was nervous about sterilization because I was 1800 miles away from family and family had just flown in to help me for a couple of weeks proceeding the birth. I decided to go with essure because it was brought to me that it would be harmless. At first I was happy with essure but then I started to get bad migraine. I started to have severe bleeding that consisted of non-stop menstrual cycle lasting for months stopping about a day then starting for months again. I had severe pain all the time. I had to take 1600 mg of tylenol to cope with the pain, I had to keep a heating pad on my pelvic area all day and night to help. Nothing truly helped. Because of the blood loss, I started having depression and out of body experiences from my body being all out of sorts from the blood loss. I ended up with really awful constipation, not sure what happened but never had any type of bowel issues prior to this. I had bad bloating, figured from constipation. Finally valentine's day of 2011 (B)(6) 2011 I had a partial hysterectomy. The doctors did test after test to figure out what was wrong with me and they did the hysterectomy hoping this would help. Well, that helped with pelvic pain and bleeding. Since all of this 2014 I started having awful bloating again, I am still severely constipated. The gi doctor did a colonoscopy and stated, there is nothing wrong with my colon, bowels, intestines anything like that. He sent me last week for a CT scan with oral and intravenous contrast because of my symptoms of severe constipation that laxatives do not even help anymore. I have severe bloating that I will not gain weight on a scale but I have to buy bigger pants because my stomach will bloat really badly. My abdomen feels like it is twisting in knots and I am doubled over and not able to walk or sit. The doctor stated this has to be essure related because it has nothing to do with my gi system.